Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported false detection of load point # 3 and 4 which was reproduced as a reload set alarm. Reload set!" Can occur prior to set loading when the force sensor calibration is out of range. The evaluator found the force sensor out of calibration and could not calibrate the sensor. A review of the event history log identified multiple events of reload set during the last days of customer use. The force sensor was replaced to correct this condition. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a false detection of a set in load point 3/4. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.